Manufacturer narrative:
Internal complaint reference (B)(4) article: wan, j. J. Y., grace, I., tan, l., & rahim, s. M. (2024). Popliteal artery stent thrombosis after multiligamentous knee injury reconstruction: a case report. Jbjs case connector, 14(4), e24. H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "popliteal artery stent thrombosis after multiligamentous knee injury reconstruction", 1 patient after a multiligamentous knee injury reconstruction procedure using a ultrabutton device, while in recovery the patient's left foot became cold with no detectable pulses. An ctangiogram showed absent contrast opicification within the popliteal artery. Patient underwent percutaneous thrombectomy and thrombolysis, with angioplasty stents inserted into the origin of the anterior tibial artery and tibioperoneal trunk to re-establish left lower-limb circulation and then started on oral aspirin and prophylactic dose intramuscular enoxaparin. After 6 days postoperatively showed triphasic signals in his popliteal artery stent, posterior tibial, and dorsalis pedis arteries. No further information is available.